Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead has been fluctuating from the 400 ohm range to greater than 2,000 ohm range. The lead remains in use. No patient complications have been reported as a result of this event.